Event description:
Dr in 2004, an increase in catheter related blood stream infections (cr-bsis) due to candida species since using the tegaderm dressing 1616 at hospital. Communications have been ongoing over the past five months. At this point in time, there is insufficient data to attribute causality to the tegaderm dressing 1616.